Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation. The pt was at home and conscious at the time of the treatment. Sinus rhythm at 95 bpm with motion artifact contributed to the false detection. It is reported that the pt did not press the response buttons. A review of the downloaded data confirms that the response buttons were not pressed until after the treatment was delivered. The pt did not seek medical attention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor: (B)(4): 01/01/2014 - reuse; electrode belt (B)(4): 12/01/2010 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.